Event description:
It was reported that the ventricular lead had sensing difficulties and a "lead failure". Follow up was attempted to gather more specific information, however, no follow up was obtained. The ventricular lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.